Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The device was returned and examination of the returned part determined that the device exhibits signs of repeated use ( nicked and gouged ) also has fractured on the lateral side of post. All pieces were returned. DHR was reviewed and no discrepancies were found. The device was manufactured in (B)(6) 2014 and had an approximate field life of three (3) years and six (6) months with an unknown frequency of use. Review of the complaint history determined that no further action is required as no trends were identified. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during final trials for a right total knee, while inserting the trial articular surface the bottom of the device was fractured. No adverse events have been reported as a result of the malfunction.